Event description:
The issue occurred in a s2000 bath, a bath sys for assisted bathing and it was reported from the arjohuntleigh tech that has checked the device "it was indicated by a hi legionella valve. Root cause: too low temperature on water on customer site. The hygiene department of the customer is involved works on a solution by flushing schedules etc. Hot water flush executed." (B)(4).